Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. Manufacture dates: monitor: 6/10/2016. Electrode belt: 11/21/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly not conscious prior to passing. Review of the download data reveals that on the day of passing, the patient received four inappropriate treatments during asystole with CPR and motion artifact. The CPR and motion artifact contributed to the false detections. The patient remained in asystole with CPR and motion artifact until the device was shutdown. There is no indication that the device caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to passing.